Manufacturer narrative:
The lead was received for analysis intact, not severed. Visual inspection noted that the helix mechanism returned in a retracted position. Dried blood was noted in the helix housing and tip region. The lead passed electrical testing. Laboratory analysis was unable to confirm the dislodgement allegation, laboratory analysis and field report were insufficient to verify. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to dislodgement. This issue was confirmed using x-ray imaging. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to dislodgement. No additional adverse patient effects were reported.